Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No a21 alarm and no vibrator anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with severely scratched display window, cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a reset error each time the battery was replaced. The vibrator did not function anymore. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.